Manufacturer narrative:
This report is for an unknown constructs: tibial nail/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lee, h.m. Et al (2018), comparative analysis of minimally invasive plate osteosynthesis and intramedullary nailing in the treatment of the distal tibia fractures, journal of the korean fracture society, vol 31 (3), pages 94-101 (korea, south). The aim of this retrospective study is to compare the clinical and radiological results of imn and mipo in a group of patients with distal tibia fractures, according to articular versus non-articular. Between january 2010 to may 2016, a total of 50 patients were included in the study. Group a consisted of 19 patients (10 male and 9 female) with a mean age of 59.4 (27-78) years were treated with mipo. Surgery was performed using a locking compression plate distal medial tibia (synthes, raynham, ma, USA) in 18 patients and a competitor device in 1 patient. In group b, 31 patients (22 male and 9 female) with a mean age of 52.5 (18-83) were treated with imn using a cannulated tibial nail (synthes). The mean follow-up period was unknown. The following complications were reported as follows: group a: a (B)(6) year-old female patient had malunion (12 degrees posterior angulation deformity). 2 patients had malunion (posterior angulation deformity of more than 5 degrees). 3 patients had superficial wound infection, which required 2 times of debridement and antibiotic treatment in 1 patient while others improved only with antibiotic treatment. Group b: a (B)(6) year-old male patient had malunion (7 degrees valgus angulation deformity). 2 patients had nonunion, and bone union was achieved after autogenous bone graft. 5 patients had malunion (valgus angulation deformity of more than 5 degrees). 2 patients had superficial wound infection which improved only with antibiotic treatment. This report is for an unknown synthes lcp medial distal tibial plate, unknown synthes locking screws, and unknown synthes tibial nail constructs.